Event description:
It was reported that the patient (pt) reported they were having issues charging their implant and the issue began yesterday. Pt confirmed they saw an error message display on their controller and the "couldn't continue contact medtronic" displayed (pt did not remember details of the message). During the call ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed green light was flashing on the face of the controller. Pt noted the controller was at 100 and their implant was at 40. Pt noted they untangled it and the manufacturer's patient services specialist (pss) reviewed best charging practices with the pt. Pt connected the recharger cord and pt confirmed their implant was recharging at recharging excellent. Pt called back and reported a "software problem". Pt didn't remember other details during the call and couldn't get the error screen to come up. Pt however clarified that while charging the implant, they would start charging, then charging would stop and either the error message saying they couldn't continue would come up, or the screen would go blank so they'd have to reset controller. Pt said they started to notice the issue on monday, then yesterday the equipment started to not work. Pt started a recharge session during the call and said they started to charge, but then the screen went blank. Pt did not see any damage to rtm, but said the controller was coming apart. Also, the pt stated a wire was coming out of the ac power supply cord. Additional information was received from the pt. Pt called back stating their implant is completely dead, and they received the replacement controller and it seems to be working but they can't charge the implant. Pss had pt connect the recharger to the controller. Pt stated every time they plugged the recharger into the controller it goes black and doesn't respond. Pt plugged the controller into the ac power supply and the controller came on with "battery empty- cannot provide stimulation" message. Pss had patient connect to recharger again; pt confirmed the controller went black again and would not respond to arrow buttons or stimulation on/off button. Pss had pt reset the controller. Pt had the controller on with the battery empty screen and plugged in the recharger; pt confirmed controller went black again. Pt added that a few times the recharger has gotten real warm, not too hot but warm. Pt confirmed there was no visible damage. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed controller went blank when rtm was plugged in and get manufacture struct command and response/osiris error! This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.